Event description:
The customer reported erroneous creatine kinase-mb (ck-mb) results, for three patients, involving unicel dxi 600 access immunoassay system. This is report number two of two referencing system serial number (B)(4). Subsequent testing on another unicel dxi 600 system provided no results on all three patients. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Patient samples were collected in plastic bd lithium heparin tubes with gel separator. The samples were centrifuged at 3,000 rpm (rotations per minute) for 10 minutes. Creatine kinase-mb (ck-mb) quality control (qc) was within established ranges prior to the event. The customer determined ck-mb reagent pack was used on both unicel dxi 600 systems producing the erroneous results. The customer unloaded the used reagent pack and replaced with an unused pack. The customer acknowledged the use error and instituted training to all staff regarding reagent pack sharing. The customer stated no further issues. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-03766.